Event description:
It was reported the pt's original scs ipg pocket site is still sore, red, and producing pus after the pt underwent an scs ipg pocket site relocation on (B)(6) 2013. The physician advised the pt to use iodine at the site. Additionally, the pt was advised to go to the ER for a culture to be done. Follow-up identified when the pt went to the ER, his incision site was packed. Moreover, the pt was to have a scan with dye to assess whether or not the infection traveled to his scs lead site (reference MFR. Report: 1627487-2013-1276). Additional follow-up from (B)(6) 2013 identified the pt has a staph infection at the original pocket site. Subsequently, the pt is receiving cipro oral antibiotic, the site is to be flushed and surgical intervention will be taken at a later date to address the issue.

Manufacturer narrative:
Method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies related to this event were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.